Event description:
During shift change turn/skin assessment, it was discovered that the pt's abdomen had been grossly distended and taut. A quick assessment showed that the abthera wound vac had turned off on its own. The vac was turned back on and immediately powered down again. The power cord was then switched to another outlet and when the vac was turned on again it stayed on. Approx 200 ml was pulled from abdomen after vac regained power.